Event description:
It was reported that the patient presented during clinical follow up. Upon interrogation, it was noted that the right ventricular lead exhibited low defibrillation impedance. Programming changes were performed. The patient was in stable condition.